Event description:
It was reported that during patient use, the autopulse platform stopped and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.